Event description:
Customer reported when the alarm sounds and the nurse call cable is in use the nurse will press the suspend button and the alarm will stop sounding in the pt's room but continues to sound at the nurses' station. Customer tested the nurse cable with known working alarm and they function properly. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; nurse call light does turn off when the hold button is pressed, tested with a known working nurse call cable and nurse call test fixture. However, the battery door was difficult to remove due to the battery leakage inside the battery compartment and on the battery contacts. The alarm only powered on using an external power supply and or a 9v adapter. Note: the instructions for use state: the alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm form use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).